Event description:
A uni cp compression plate was implanted on (B)(6), 2012 to attempt a calcano-cuboid fusion. It was discovered by x-ray that the uni cp was broken and it looks like a pseudoarthrosis of the calcano-cuboid joint. No patient injured or death alleged by a second surgery is necessary to take off the implant and insert a new one. The surgeon will remove the uni cp material on (B)(6), 2013 and redo the fusion of this joint in another way. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. The surgeon will remove the uni cp material on (B)(6), 2013 and the implant will be returned after the removal. An investigation has been initiated based upon the reported information.